Event description:
It was reported that during a left ventricular (lov) lead implant the lv lead had high impedance and high threshold. The physician disconnected and reconnected the lead thinking it was a connector issue and still received the same results. The implantable cardiac defibrillator (ICD) was changed and the new ICD was connected to the lead. The lv lead still showed high impedance and high threshold. The lv was not used and was replaced. Normal measurements were recorded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor connector pin was bent and the lead appeared to have been damaged at implant.